Manufacturer narrative:
The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.  The product assessment center technician reviewed device electronic records and was able to verify the reported issue. The device log shows that on 6/12/2023, there was a significant drop in the impedance measurement between the apex and sternum pads in the resistive portion of the measurement after the device was turned on in AED mode, which confirms the reported issue. The resistive measurement dropped from 433.8 ohms to 108.7 ohms, which is suggestive of the pads being placed on a patient, but not making good contact with the skin. The used electrode tray was returned without the electrode pads and was further evaluated at the product assessment center (pac). The electrode tray shell was observed to have both the white plastic film as well as the clear plastic film removed from the electrode tray, which would likely remain on the tray after proper removal of the electrode pads. Root cause is likely improper removal of the electrode pads by the user.

Event description:
The customer contacted stryker to report that their device didn't recognize therapy electrodes during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device didn't recognize therapy electrodes during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.